Manufacturer narrative:
5/13/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. 6/30/97-supplemental report #1 submitted to FDA. As only half of the broken needle was not returned to the MFR for evaluation, the cause for the difficulty reported could not be reliably determine.

Event description:
During a thoracoscopic bullectomy procedure, the knife did not cut and the staples did not form properly at the proximal end. No pt injury has been reported.